Event description:
It was reported that this right atrial (ra) lead was explanted due to other non product experience. The patient had twiddler syndrome and flipped the device multiple times, the lead got pulled back and dislodged. Another ra lead was successfully implanted. No additional adverse patient effects were reported.